Event description:
(B)(6) 2015 12:07:17 (B)(6) initial notes: cust called b/c rcvd motor error inquired what led up to the complaint. Customer response: cust was trying to do set change. Motor error t/s per dop. Patient's bg is 250 timing of the motor error alarm: cust was in process of set change and at fill tubing. Significant events leading to the alarm: has not been bumped, dropped, or exposed to moisture. Inquired if the pump was exposed to a strong magnetic field such as an MRI.

Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime/a33tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.